Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient experienced a breach in aseptic technique during initial drain of peritoneal dialysis therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a breach in aseptic technique during initial drain of peritoneal dialysis therapy. It was stated that the patient line was dropped before being connected to the hp. The technical service representative advised the hp that if the patient line comes in contact with the floor before connecting, the care giver must start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.